Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
It was reported that the patient had no therapy due to high impedances. As such, surgical intervention took place on (B)(4).2023 wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, the issue has resolved and therapy was confirmed post op.

Manufacturer narrative:
E1 reporter phone number: (B)(4).